Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. Visual and functional assessments were performed on the device and it was found to have a broken foot pedal. It was determined that this would cause the c-0 error message. Therefore, the reported condition was confirmed. However, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event. It was reported that during an unspecified spine surgery, it was observed that the console device displayed a c0 error code when used with a motor device and a foot control devices. According to the report, the surgeon took his foot off the foot pedal, pressed it again, and the device started. There was a two minutes delay to the surgical procedure. The reporter clarified that the devices were used to complete the surgery successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.